Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the device failed to aspirate as expected. A jetstream xc atherectomy catheter was selected for use in an atherectomy procedure intended to treat in-stent restenosis. During the procedure, loss of rotation occurred and aspiration performance was reported to be absent. The device was removed from the patient and re-primed, after which normal function was temporarily restored. A second loss of rotation event then occurred, followed by an audible noise when rotation was activated. Another device of a different model was used to successfully complete the procedure. There were no patient complications as a result of this event.